Manufacturer narrative:
The user reported undergoing outpatient surgery on the right foot for a sports injury. Event happened on (B)(6) 2025. According to the user, they had a tarsal tunnel release and plantar fasciitis release procedure. At the time of the call, the user was feeling fine.the event was not related to the sensor insertion/removal.the event was not related to diabetes; therefore, no sensor glucose or blood glucose data related to the event was provided.the user received outpatient surgery as treatment. The user was prescribed oxycodone, gabapentin, aspirin, tylenol, and vitamin d as medication.the user's hcp was aware of the event.

Event description:
User reported undergoing outpatient surgery on the right foot for a sports injury. Event happened on (B)(6) 2025. According to the user, they had a tarsal tunnel release and plantar fasciitis release procedure. At the time of the call, the user was feeling fine.the event was not related to the sensor insertion/removal.the event was not related to diabetes; therefore, no sensor glucose or blood glucose data related to the event was provided.the user received outpatient surgery as treatment. The user was prescribed oxycodone, gabapentin, aspirin, tylenol, and vitamin d as medication.the user's hcp was aware of the event.